Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse arrived on site to find the issues with the cable. The fse went on to replace the string pot the system was tested and verified as ready for use.

Event description:
It was reported that during a da vinci-assisted prostatectomy surgical procedure, robotics coordinator (roco) called at the beginning of the procedure to report that they were having a repeated recoverable fault on universal surgical manipulator (usm) 3. Technical support engineer (tse) checked the logs that were showing repeated error 23072 pointing to set-up joint (suj) 3 z axis. Several precursor errors 31226 were also present in the logs. Tse explained the cause of the error to the roco and drove them to change suj 3 vertical position by forcing the suj in its vertical dof as the clutch button would not respond due to the error. Despite several trials, the error remained. Customer decided to perform a hard power cycle, tse informed them that this would not resolve the issue, but they decided to do it anyways. Error came back, and surgeon decided to use another system. There was a delay of less than 15 minutes. The procedure was converted to another dv system with no reported injury.